Event description:
It was reported that a pt had sleep apnea. It is unk when the apnea began and the relationship to the vns device is unk. Good faith attempts to obtain additional information have been unsuccessful to date.